Manufacturer narrative:
Concomitant medical products: w4tr03 crtp, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two-month post replacement procedure, the left ventricular (lv) lead had dislodged. It was noted that the lead was pulled up into the superior vena cava (svc) area. The lead was explanted and replaced. No patient complications have been reported as a result of this event.